Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-01787 pertains to the first device. It was reported to boston scientific corporation that during a uterine prolapse repair procedure using an uphold vaginal support system, the first leg assembly was successfully placed through a sacrospinous ligament. The second leg assembly was then pulled through the other sacrospinous ligament, and the physician removed the suture bullet from the capio cage and used a hemostat on the suture to continue pulling the leg assembly. As he was doing so, about one half-inch of the suture, with the needle at the end, detached from the leg assembly. The suture piece with the needle did not fall loose into the patient, and was removed along with the hemostat. As the physician next pulled the leg assembly with the hemostat on the remaining portion of suture, another portion of the suture detached. This suture piece did not fall loose into the patient, and was removed along with the hemostat. The physician then cut off the second leg assembly from this device and the intact leg assembly from the first uphold device. He sutured the freed leg assembly from the first device to the implanted mesh body of the second device. The amended leg assembly was successfully placed through the ligament, and the physician completed the procedure with no complications to the patient, who is reportedly fine, and is over 18 years of age.